Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed the reported issue. It was determined to be due to a battery failure. The customer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that the ventilator had a black screen. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their ventilator had a black screen. On-site service is currently pending. Investigation is ongoing.

Manufacturer narrative:
Initial reporter info: (B)(6).